Event description:
It was reported that during a moderately tortuous, mildly calcified, 99% stenosed, mid circumflex coronary artery procedure, during deployment the 2.75 x 38 mm xience prime created a distal edge dissection. Another xience prime was used to cover the dissection. There was no adverse patient sequela and no clinically significant delay in the procedure. There was no additional information provided

Manufacturer narrative:
(B)(4). The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.